Event description:
Literature was reviewed regarding contemporary surgical approaches in pediatric aortic valve surgery: a retrospective comparison of three techniques. The study population included 44 patients with a mean age of 9 years who were predominantly male. Multiple manufacturer¿s devices were implanted in the study population; it is unknown exactly how many patients were implanted with a medtronic contegra pulmonary conduit. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients adverse events included: conduit stenosis, mild conduit regurgitation and conduit replacement or re-intervention. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: r. N. Komarov. Contemporary surgical approaches in pediatric aortic valve surgery: a retrospective comparison of three techniques. Journal of cardiac surgery. 2024-10-30; 2024(8). Doi:10.1155/2024/3783693. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.